Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device was in need of repair for not properly meshing during surgery. There was no harm or delay. An alternate device was available and used for the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device was manufactured prior to may 2009. Review of the most recent repair record identified no repairs related to the reported event. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. Device assessed as satisfactory. The event cannot be confirmed.

Event description:
There is no additional information.